Event description:
In 2008, the patient reported an elevated blood glucose reading of "hi" with her typical range being 100-200 mg/dl. She stated she noticed there was blood in her infusion set tubing and at her site. The patient was advised to change her insulin infusion headset and tubing which she successfully did by using an insertion device. She stated she does not remember hitting the infusion headset on anything or snagging the tubing. The patient confirmed the basal rate set on her infusion device was accurate. It was discovered the time was not accurate as it had not yet been changed from daylight saving time. The patient changes her headset every 3 days but was unsure how often changes the tubing. She was advised to change to tubing every 6 days. Site selection was discussed and the patient was advised to avoid muscle tissue. She stated she had just started a new medication with anti-inflammatory benefits. Troubleshooting did not find any product issues. Replacement infusion sets were sent to the patient. The patient did not require assistance from the healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.